Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead dislodged and fell multiple times following initial fixation, with under-sensing of low p-waves. The ra lead was attempted/not used and replaced. The replacement ra lead exhibited under-sensing of low p-waves. The replacement ra lead remains in use. No patient complications have been reported as a result of this event.